Manufacturer narrative:
E1: customer phone number: (B)(6). G4 ¿ PMA/510(k) #: exempt. H3: device has been returned, and preliminary evaluation has been performed, however, our investigation is ongoing, and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported the mesh wire at the tip of an ngage nitinol stone extractor's basket was found broken prior to a ureteral flexible lithotripsy. The issue was found when the package was opened. The device did not make patient contact. The procedure was completed by using another same-like device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Summary of event: it was reported the mesh wire at the tip of an ngage nitinol stone extractor¿s basket was found broken prior to a ureteral flexible lithotripsy. The issue was found when the package was opened. The device did not make patient contact. The procedure was completed by using another same-like device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of documentation including the complaint history, device history record (DHR), quality control procedures, specifications, manufacturing instructions (mi), and instructions for use (IFU), as well as a visual inspection, functional test, and dimensional verification of the returned device, were conducted during the investigation. One ngage nitinol stone extractor was returned in an open package with label. The basket wire is broken. The handle will actuate the basket. There appears to be damage to the plastic sheathing around the basket wires. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A document-based investigation evaluation was performed. A review of the device history record found two relevant non-conformances on the final lot; however, all non-conforming product was scrapped, and there are 100% inspections in place to capture the non-conformance. A review of complaint history found two additional complaints for this lot number. A review of the IFU provides the following information: suggested handling instructions for extractors and forceps: important: excessive force could damage device. Although two relevant non-conformances were noted on the final lot, all non-conforming product was scrapped, there are 100% inspections in place to capture this non-conformance, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot-related complaints have been received from the field. Therefore, it was concluded that there is no evidence that additional non-conforming product exists in house or in the field. The information provided upon review of complaint file, device history record, returned device, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. Based upon the available information and results of the investigation, cook has concluded the cause for the breakage could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.